Manufacturer narrative:
Correction: section e1 updated to reflect current physician.

Event description:
Additional information indicates surgical intervention was taken place on (B)(6) 2023 where the leads were placed with a paddle lead to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The date of event is estimated. Further information requested, but not yet received.

Event description:
Related manufacturer reference number: 3006705815-2023-03751. It was reported that the patient experienced ineffective therapy. Reassessment showed all electrodes to be high. As a result, surgical intervention may take place to address the issue.